Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate episodes of ams due to oversensing were noted on the ra lead. Review of the session records revealed ventricular activity. Oversensing signals were observed right before they were sensed on the rv channel. Possible ra lead dislodgement was suggested. The lead was explanted. No further information is available.